Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for a high blood glucose (bg) level and diabetic ketoacidosis. A specific bg value was not provided. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer was using off-label insulin for insulin therapy. Tandem technical support educated customer on insulin labelling.